Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 14-aug-2025, the user reported that when tapping and pressing down on the top of the ilet, the device was unresponsive to touch most of the time. At the time of the report, the user was driving and indicated they would call back to continue troubleshooting. No blood glucose values, symptoms, medical treatment, or outcome were reported at this time.